Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06918701 that an ar-12990 knee scorpion needle broke off in the scorpion. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error due to striking the bone or using excessive force to pass the needle through fibrous/calcific tissue, breaking the needle and causing a blockage within the shaft.